Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal magnova (1g stat then 500 mg each bag; frequency not reported) and intraperitoneal vancomycin (1g every fifth day) for peritonitis. Dianeal and extraneal therapy remained ongoing. Three days after the event onset, the patient was discharged from the hospital. Four days later, the peritoneal effluent was clear, the magnova and vancomycin were discontinued and the patient was deemed recovered from the peritonitis event. No additional information is available.